Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer called to report that when they open the hubless silicone flat drains ref 0070430, they are seeing little silicone particles in the line. Samples available for return, no pt harm, lot number available but not provided, please request.

Manufacturer narrative:
The reported event was confirmed cause unknown. Visual inspection noted foreign material (white particles) and located on the clear, round tube. This does not meet specification which states "the product/assembly must be free of visible, lose or etched foreign matter, solvent spills, hair, etc." Labeling was reviewed for this investigation and found to be adequate. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer called to report that when they open the hubless silicone flat drains ref (B)(4), they are seeing little silicone particles in the line. Samples available for return, no pt harm, lot number available but not provided, please request.